Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset or diagnosis of the infection was (B)(6) 2012. It was not meningitis. The signs and symptoms of the infection were redness and swelling. The infection was located at the device pocket. A culture was obtained and found to be propionibacterium acnes. The infection was treated using intravenous antibiotics and a total device system explant. The infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2013. Product type: lead: product ID 7495, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: extension: product ID 64002, lot# unknown, explanted: (B)(6) 2013. Product type: adapter: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: extension: product ID 3550-09, lot# unknown, explanted: (B)(6) 2013. Product type: accessory. (B)(4). No device analysis was performed; the implantable neurostimulator (ins) system with all of its components met risk based criteria.

Event description:
It was reported that implantable neurostimulator (ins) system had been explanted due to infection. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.